Event description:
The customer reported to beckman coulter (bec) that there were a few drops of clear fluid leaking from the coulter lh 780 hematology instrument while running patient samples. The leak was not contained within the instrument and could be observed on the counter beneath the instrument. There were no instrument generated errors associated with this event. The msds was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat, gloves and protective eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No death or injury was attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse indicated that a leak was found at the sample line tubing from differential mixing chamber to the bottom of the flow cell due to a small pinhole. The sample line tubing was replaced, resolving the leak. Failure mode was related to a pinhole on the sample line tubing. (B)(4).